Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. There was severe vessel tortuously bilaterally in the iliac arteries. The quality of imaging was poor due to patient&#38112;obesity. It was reported the 36/36/70 endurant cuff was successfully deployed; however, during removal of the delivery system the suprarenal strut was caught on the delivery system and two suprarenal struts were entangled. The aortic cuff and an aui was pre-planned for the procedure. During the removal of the delivery catheter the lunderquist wire was bias to one side, due the severe tortuosity in the iliac vessels. The physician attempted to use a reliant balloon to correct the entangled suprarenal struts, but to was unable to correct the positioning. However; the balloon burst during the attempt. The balloon was inspected after it was removed from the patient and it was all there. There was no endoleak visible post case. Per the physician, the combination of the poor imaging and the bias of the lunderquist wire were most likely the cause of the suprarenal entanglement. No clinical sequelae were reported and the patient is fine.